Event description:
It was reported that during rotator cuff repair, the footprint ultra pk suture the anchor came out of the pilot hole. An additional bone hole was required and the procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported 5.5mm footprint ultra pk suture anchor assembly, used in treatment, was returned for evaluation. Only the inserter was returned. Visual assessment of the inserter showed no abnormalities. Functional assessment confirmed the torque limiter functioned as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions of the bone that would prevent secure fixation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.